Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by wierd p. Zijlstra, hugo c. Van der veen, inge van den akker-scheek, mark j. M. Zee, sjoerd k. Bulstra and jos j. A. M. Van raay. This information was originally reported on 1825034-2015-01046 which referenced a journal article written on a study that this patient took part in. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on review of a journal article entitled, "acetabular bone density and metal ions after metal-on-metal versus metal-on-polyethylene total hip arthroplasty; short-term results." The aim of the present study was to set up a randomized clinical trial to evaluate periprosthetic acetabular bone density and serum metal ion levels in mom cementless tha, compared to mop cementless tha. It was hypothesised that bone density loss would be greater around the mom acetabular components. A patient was identified in the article that underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to psoas major impingement on (B)(6) 2012. No further information has been provided.